Event description:
It was reported that the patient presented for remote follow-up via (B)(6) with low pacing impedance exhibited by the right ventricular lead. Programming changes were made. The patient was in stable condition.